Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, the right ventricular lead exhibited an increase in pacing threshold and pacing impedance. An x-ray was performed and the results were inconclusive. No noise was recorded or producible. No device intervention was performed. Patient was stable and will continue to be monitored.